Event description:
Reporter noted five cases of endophthalmitis one day post-op. Patients had vitreous cultures; four or five had vitrectomies, one was not indicated. Patient 5 0f 5: cultured: streptococcus oralis; reportedly doing fine, va is 20/40.